Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p wave oversensing was observed on the ventricular channel that was interrupting ventricular support. The device was explanted and replaced.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.